Event description:
The lay user / patient contacted lifescan (lfs) france via letter on (B)(6) 2011 alleging inaccurate high readings on his verio pro meter compared to his one touch ultraeasy meter, which was replaced. The patient mentioned that they obtained an alleged high reading of 197 mg/dl on his verio pro meter on (B)(6) 2011 at 9:56 am after eating breakfast. A few minutes after testing on his verio meter, the patient developed symptoms high blood pressure and feeling stress. The patient does not take any diabetes medication. He controls his diabetes via diet and exercise. Less than 30 minutes later, the patient tested on an ultraeasy meter and obtained a 135 mg/dl. The patient consulted with his physician and was given treatment to reduce his stress level. The physician also advised him to compare his meter to the lab. The patient had done several other comparison with his one touch verio pro meter compared to the one touch ultra easy meter. The date and time of these readings are unknown: verio pro meter 130 mg/dl and ultraeasy meter 100 mg/dl. Verio pro meter read 220 mg/dl and ultraeasy meter read 164 mg/dl. The test strips were in good condition and not expired. The test strip vial was not cracked or broken and the test strips were not expired. A quality control test was not done since the patient did not have any control solution. Product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the symptoms correlated with the treatment received by the patient's hcp. The patient's symptoms are not suggestive of a serious injury by lifescan (lfs) definition. The complaint is being reported since the meter to other meter comparisons are greater than 30 %, which is not a valid meter to other meter comparison.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental #1: november 15, 2011 the complaint is classified as a malfunction and not as an adverse event. Type of reportable type is malfunction and not serious injury as indicated in the 3500a.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.